Event description:
Consumer complaint of low blood glucose results. Per the caller, results in memory were (B)(6) 7:30a 65 mg/dl, (B)(6) 7:30a 55 mg/dl, (B)(6) 8:30a 50mg/dl, (B)(6) 6:15a 53 mg/dl, (B)(6) 6:30a 74 mg/dl. Caller states his glucose is normally 100 mg/dl - 110 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4). MFR's number is corrected.